Event description:
During a right hip femoral neck fracture percutaneous pinning, the synthes screw driver for the 7.3 cannulated screw broke. Surgeon was getting ready to place the last screw in when the tip end of the screw drive broke off into 2 pieces. Piece was retrieved in its entirety. Surgeon was able to complete the procedure with another screwdriver with drill.